Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: the investigation was unable to duplicate under responsive keypad. The complaint regarding unresponsive keys was reported on (B)(6)2018 and pump history shows pump was in use until (B)(6)2019. The keypad cover was removed, and no evidence of contamination was found under the key contacts. There was internal moisture and corrosion found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.